Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during chop mode of cataract surgery an ophthalmic handpiece and system was not giving chamber stability and fluctuation which had occurred in multiple cases. Additional information has been received and indicated that the patient experienced capsular tear or rupture which was managed surgically by anterior vitrectomy.